Event description:
Procedure: cesarean section. According to the report: the needle tip broke off during a caesarian section. There were no reported ill effect to the pt. No additional medical intervention was required because of the problem. The surgical time was not delayed more than 30 minutes however the needle was not retrieved.